Event description:
It was reported, "extraction of right femoral nail for pseudarthrosis (broken nail observed on pre-op x-ray).

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.